Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics injection (dose, frequency and route not reported) for the event. The patient's outcome and the action taken with dianeal and extraneal therapies were not reported. No additional information is available.